Manufacturer narrative:
Device evaluation summary: visual inspection shows the impeller is broken at the upper pivot. Reason for return was confirmed. Conclusion: the reason for return was confirmed. The visual inspection showed the impeller is broken at the upper pivot. The pumps are inspected during manufacturing, and the damage appears to be from after the device left manufacturing. Possible causes of the damage are: 1. The pump was run dry during priming of the pump (either saline or blood is required during use to cool the ceramic bearing on the inside of the pump.) 2. Excessive force to the pump during handling or storage. The true root cause of the issue is unknown. There were no adverse patient effects. Trends for issues with this product are reviewed at quarterly quality meetings. No further actions to be taken at this time. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use, the customer reported two issues with the custom tubing pack. The device was replaced. There was no patient involvement so no adverse effect occurred. Issue #1 the customer noticed the blue tubing organizer foam was pushed way back. The customer tried to fix it, but was not comfortable using it because they questioned the sterility. The customer opened a new custom pack to replaced this av loop and saved it to send back. Issue# 2 in the same pack, when the customer went to prime the sterile set up, they noticed the internal white cone part of the centrifugal pump was moving in an abnormal manner. When they stopped the pump to inspect the centrifugal pump closer, they noticed that one of the white veins on the internal part of the pump was broken and a piece was missing. They could not find the missing piece. Picture attached of the centrifugal pump where the customer is pointing their pen at the area that is missing or broken piece. Also attached is a picture that shows what their normal centrifugal pump looks like. The customer also saved this part and will send back. They used the same pump pack that they opened to replace the av loop with a new pump head. So the broken pump was never used on a patient. The customer said they did not notice any outer damage to the pack plastic housing itself. Additional information: there are three possible lot numbers for the centrifugal pump: 219604666, 219604404 (&) 219601387.